Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was 430 mg/dl at the time of the incident. The high blood glucose occurred due to intake of steroids by the customer. Customer declined the troubleshooting. Due to high blood glucose insulin pump can not calibrate. The alarms were muted until blood glucose level goes down. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.